Event description:
An ortho clinical diagnostics (ortho) field application specialist contacted the ortho technical solution center (tsc) on behalf of a customer to report a non-reproducible, higher than expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5955 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.132 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher-than-expected vitros tropi es result was not reported from the laboratory. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 609276.

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5955 on a vitros 5600 integrated system. The assignable cause of the non-reproducible, higher than expected patient sample result was an issue related to the initial patient sample, specifically due to the presence of fibrin clots. It was determined that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. Additionally, the customer stated that they suspected the non-reproducible, elevated vitros tropi es patient sample result was obtained due to fibrin clots in the sample. The customer did not provide any qc fluid information, so it was not possible to make an appropriate assessment of the vitros tropi es reagent performance at the time of the event. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5955 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, the customer declined to perform any precision testing on the vitros 5600 integrated system, therefore, it cannot be confirmed if the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. However, there was no evidence to indicate that the instrument malfunctioned. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5955.